Manufacturer narrative:
(B)(4).

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) displayed code 1003 indicative of battery voltage too low for projected remaining capacity. The patient had not been in for follow-up since 2018. In 2017 the battery longevity was one year and the explant indicator status was reached in 2019. The crt-d was successfully explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code e2402 is being used to capture the surgical intervention. The returned cardiac resynchronization therapy defibrillator was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) displayed code 1003 indicative of battery voltage too low for projected remaining capacity. The patient had not been in for follow-up since 2018. In 2017 the battery longevity was one year and the explant indicator status was reached in 2019. The crt-d was successfully explanted and replaced. No additional adverse patient effects were reported.